Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the burr was released from the anspach causing it to telescope. The case was completed successfully.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector did not hold burr properly when in use. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history records: device history records indicate (B)(4) devices were accepted into final stock on 01/10/2012 with no reported discrepancies. Complaint history records: a review of complaints related to p/n 111770, l/n 26241111 shows 0 complaints related to the alleged failure in this complaint. Tracking of complaints related to p/n 111758 will be tracked through quarterly trend request #740. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the burr was released from the anspach causing it to telescope. The case was completed successfully.